Event description:
It was reported that patient received a patient notifier alert for a sudden increase in high voltage lead impedance. The measurement was still within range due to the upper limit of the impedance measurement was set inside the normal range. In clinic testing was performed and the impedance measurement was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.